Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and had a frozen display. The customer¿s blood glucose was 298 mg/dl at the time of incident and treated with insulin pump. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive during bolus delivery. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is not advancing even after battery replacement. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.